Manufacturer narrative:
The pump had no blank display noted. However the pump alarmed failed battery test after battery insertion due to corroded battery tube and corroded battery cap contact. The pump had cracked reservoir tube. No damage noted on isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 97 mg/dl. The customer states they tried to put a battery on the pump, but the display will not return. The customer also noted the insulin pump was dropped on the floor. Troubleshooting was not able to resolve the issue, but did note there was corrosion in the battery compartment. The device will be returned for analysis.